Event description:
Cpi received information that the patient awoke in the night to find that patient's implantable cardioverter defibrillator (ICD) was emitting a beep tone. The physician was unable to interrogate the ICD.